Event description:
The customer reported they received an error-6 display message on their blood glucose meter, and as a result of the meter not working properly, the customer experienced symptoms of hyperglycemia (nausea and dizziness). The customer also reported they went to a health care facility where they were diagnosed with severe hyperglycemia and treated with insulin. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
It was identified by adc customer service that the customer was reportedly attempting to use expired test strips with their meter (lot # 43530; expiration date: 31-oct-2009). Adc customer service replaced the product. This case does not involve a product malfunction and no further investigation is necessary. This is the final report. The manufacture date for the reported meter is unknown.